Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to leakage from the forceps channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which IFU states that detection methods in operation manual chapter 3 preparation and inspection. IFU states that preventive measures in reprocessing manual chapter 5 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had foreign material come out of the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.